Event description:
A malfunction alarm was reported, identified as malf 0, but no notable events occurred prior to the malfunction. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the customer in resetting the pump, and the alarm did not recur following the reset. The customer was instructed to continue using the pump and to call back if the issue reappears.